Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient had to turn their device off for an epidural and wanted to know how to turn it back on, but it was discovered on when the device was checked. Patient also said they haven't had much luck with their device and they still leak before getting up if they have to go. During the call, the patient had access to their patient programmer (pp) so they synched to their ins which showed stimulation was on. They have the ability to change programs and/or adjust stimulation so they increased to 0.8v. It was reviewed that it takes time for body to respond to therapy, therefore titrations should be discussed with their healthcare provider (hcp). It was also reviewed to complete a voiding diary to track progression/therapeutic response. The caller was instructed to give it a couple days and see if it helps their symptoms. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. When asked to clarify the event, the patient said the device was turned off for the epidural and then turned back on. The epidural was in (B)(6) 2018. When asked what were the circumstances that led to the device being on when the device was checked with the call center and if a cause was determined, patient said the device was turned off several times because they were experiencing pain in their rectum and leaking. The patient added that they are still trying to adjust their implantable neurostimulator (ins) with the manufacturing company. They still "guess urine" when they bend over to get out of their chair. They also said that they don't leak as much during the day. No further patient complications have been reported as a result of this event.